Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that self-test was performed on system controller; no alarms were noted. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the alarm not sounding during a self-test was not able to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis and no log files or other documents were submitted for review. Provided information indicated that the system controller was exchanged. The root cause of the controller not alarming as intended during a self-test was unable to be conclusively determined via this investigation. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.